Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-dec-2022. H6: investigation summary seven samples and two photos were provided to our quality team for investigation. Through visual inspection, a severely skewed scale that was missing more than half of the intended printed surface and barrel damaged was observed on all samples. Potential root cause for the damage and scale marking defects is associated with the marking process. These defects are occurring below an expected rate so no corrective actions will be made at this time. A device history record review was completed for provided lot number 2084418. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 6 bd luer-lok¿ tip syringes experienced scale marking issues. The following information was provided by the initial reporter: during the preparation of chemotherapy, we have identified non-conforming syringes. There is a problem with the printing of the graduation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd luer-lok¿ tip syringes experienced scale marking issues. The following information was provided by the initial reporter: during the preparation of chemotherapy, we have identified non-conforming syringes. There is a problem with the printing of the graduation.